Event description:
(B)(4). The provider states the elevating leg rest will swing out, but the locking pin will not allow the front rigging to lock into place. The provider states the rental chair wasn't with a consumer when the failure was discovered and protocol questions do not apply. Out of box, out of stock failure. (B)(4).